Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to elevated blood glucose (bg) levels and diabetic ketoacidosis; no exact bg level was provided. Reportedly, the elevated bg and ketones were caused by the flu and an occlusion alarm. A manual injection was administered to attempt to decrease the customer's bg and ketone levels prior to the hospitalization. While in the hospital, the customer received treatment in the form of intravenously delivered insulin and saline. The customer was released from the hospital three days later.